Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch due to one out or range pacing impedance measurement of over 2500 ohms. Records show the system was reprogrammed to bipolar sensing to resolve the issue. The ra lead maintained normal impedance of approximately 550 ohms for 6 months, when a single elevated impedance measurement was observed. Afterwards, noisy signals were captured in both the ra and right ventricular (rv) channels, no oversensing was noted in the ra lead. Ts recommended further lead testing to ensure appropriate pacing and sensing capabilities and suggested inquiring if the patient experienced a recent trauma or fall that might have contributed to the sudden conditions. At this time, the system remains in service and the patient will continue to be monitored remotely. No adverse patient effects were reported. Additional information confirmed the patient was checked in clinic, wherein the noise was not able to be reproduced. The patient is not pacing dependent, but is elderly; as result. The treating physician elected to continue monitoring. No further actions were planned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).